Manufacturer narrative:
(B)(6). Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the tube pushed off of the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder. No medical interventions or serious injury reported.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7235953. Medical device expiration date: 08/31/2020. Device manufacture date: 08/23/2017. Medical device lot #: 7262855. Medical device expiration date: 09/30/2020. Device manufacture date: 09/19/2017. Medical device lot #: 7151626. Medical device expiration date: 05/31/2020. Device manufacture date: 05/31/2017.